Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested as abdominal pain and the patient was hospitalized the same day for the event. That same day, the patient began treatment with gentamicin (dose, route and frequency not reported) and cipro (dose, route and frequency not reported). Treatment was ongoing. Two days later, the patient was discharged from the hospital. At the time of the report, the patient was recovering from the peritonitis. Pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.